Event description:
It was reported that the patient presented in clinic for follow-up. The merlin programmer exhibited diagnostic anomaly. No intervention was performed. The patient was stable during and after interrogation.